Event description:
It was reported that the external pulse generator (epg) which was returned as no longer required tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) failed incoming atrial heart wire connector tests due to a defective heart wire contact. The heart wire contacts were replaced and the instrument passed tests. The epg was scrapped as per the customers request. If information is provided in the future, a supplemental report will be issued.